Event description:
It was reported by the plaintiff's atty that the plaintiff allegedly experienced emotional distress and a product problem. Additionally, it was also reported that the plaintiff died. The cause of death was not reported.

Manufacturer narrative:
Lawyer-filed report.